Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported infection and symptoms could not be conclusively determined through this evaluation. (B)(6) was returned with the pump cable severed approximately 5.5¿ from the pump header. The distal portion of the pump cable and modular cable were not returned. The sealed outflow graft and sealed outflow graft bend relief were returned severed approximately 3.5¿ from the hardware and were attached to the pump cover outlet port. An additional distal portion of the sealed outflow graft measuring approximately 5¿ was also returned. The remainder of the bend relief material was not returned. The apical cuff was returned with the cuff lock properly engaged. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved left ventricular assist device (lvad) event and periodic log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a heart transplant after being upgraded on the transplant list due to a mediastinal infection. The patient had a fever, fatigue, back pain, decreased appetite, and nausea. The patient was lethargic, and tachypneic on admission on (B)(6) 2023. An irrigation drain was placed on (B)(6) 2023, and cultures were positive for staphylococcus aureus. The patient was treated with nafcillin intravenously and remained as an inpatient up until transplant on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.